Event description:
Patient presented to the hospital after an alert for high impedance. The lead was capped. After the ICD was connected to the new lead, high impedance was observed. The connector pins were cleaned and retighten; however, the problem still continued. Hence, the ICD was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 1. The hp stated he was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) advised the hp to end therapy and to start over with new disposables or use continuous ambulatory peritoneal dialysis (capd). The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
The reported event of an hv impedance anomaly was confirmed. The root cause of the anomaly was a fracture in the wire that connects the device hybrid to the device can.